Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.